Manufacturer narrative:
Batch review performed on 07 may 2021: lot 104267: (B)(4) items manufactured and released on 08-feb-2011. Expiration date: 2015-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017. Another device involved: implants from ceramtec, ref. 38.49.7179.285.00, biolox delta ceramic ball head 12/14 ø 36 size m 0, lot. 65278(implant not registered in USA): this is the 1st case of infection registered for this lot.

Event description:
Revision surgery performed due to infection 9 years and 11 months after the primary surgery. Stem and head were replaced.